Manufacturer narrative:
The two returned waveone gold primary files 25mm are broken at the tip of the active part, or in the active part (torque). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1562112). Root causes are not identified. We will track this kind of event and monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a waveone gold primary broke during use. The outcome of the event is unknown as of this MDR evaluation.